Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error . The probable cause was determined to be transmitter failed error . The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error . No injury or medical intervention was reported.